Event description:
A hospital in (B)(6) reported that the pins on the inspiratory limb of an rt200 adult dual-heated breathing circuit were "damaged." This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit was returned and the pins on the inspiratory and expiratory limbs were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the inspiratory limb pins to a heater wire adaptor was not possible as the pins were bent. Full insertion of the expiratory limb pins to the heater wire adaptor was successful. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).